Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 48 mm synergy was deployed and a proximal edge dissection was noted in fluoroscopy. The dissection was covered with a 3.50 x 16 mm synergy and the procedure was completed.